Event description:
Per written report: "because clinicians have experienced herniation of the cuff on the oral tubes and kinking and deformation of the reinforced endotracheal tube while using this equipment for pt care, co was forced to withdraw them from use. As you can appreciate, co cannot run the risk of having an unreliable and therefore dangerous endotracheal tube in the operation rooms." Per rep. The writer would be unable to speak with the physician that submitted report, and the anesthesia technicians would not be able to provide any clinical info. No further details available.